Event description:
On january 28, 2010, a doctor reported that a crown placed with maxcem elite cement delaminated in a patient. This is the third of three incidents.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the device was explanted after .5 months (15 days) due to regurgitation. Per the cer: magna 300019mm was implanted for aortic valve replacement in 2009. It was reported that there was no problem at the implant. There was a central regurgitation observed and valve was explanted 2 weeks later. When customer opened patient's chest, it was confirmed that the regurgitation was a paravalvular leakage, not a central regurgitation. There was no defect found on the suture ring of magna valve and customer does not think this event was device related. Customer found a slight incomplete coaptation at explant and s/he would like us to confirm it at evaluation, but customer commented that s/he does not think it would be the reason for the paravalvular leakage.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Evaluation summary: no inconsistencies detected or in the x-ray. The valve will be sent to rd for functional testing. 02/26/2010 - research and development concluded with the following: this valve was reportedly explanted after about 15 days of implantation duration because ¿there was a central regurgitation observed¿ but ¿it was confirmed a paravalvular leakage¿. A small amount of central regurgitation was observed in the edwards standardized functional tests. However, the trf is more than two times lower than the iso (B) (4) maximum allowance for this size valve. The surgeon did not consider this leakage to be the reason for the explant. It appears that the reduced coaptation of leaflet 2 with the other two leaflets is the source of the small central leakage.

Event description:
Reportedly, an in-vitro calibration error occurred and svo2 could not be measured. No patient injury reported.

Manufacturer narrative:
Sales rep will meet the doctor on 6 nov 2009 to receive more information. We will inform you of the additional information as soon as we receive it. Customer has requested an evaluation. Customer letter required. This was determined reportable to FDA per edwards lifesciences procedures. The serial number was updated data on 13/nov/2009. The DHR review has been started. Now new information has been reported. Device not returned.